Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the litigation alleges the patient was revised to address pain and elevated ion levels. Doi: (B)(6) 2010 dor: (B)(6) 2015 (left hip). Update feb 02, 2018: pfs and medical records received. In addition to what were previously alleged, there is no new pfs allegation. After the review of medical records, it was reported that the patient was revised to address instability of the left hip with granulation tissue formation. Revision notes reported capsules to be quite patulous with large amount of yellowish granulation tissue, and neutral anteverted cup. Clinical indication reported of progressive instability and her hip causing her to fall. Added cup product information. Updated product codes and lot numbers. Added new associated contacts. There were no lab results provided. Doi: (B)(6) 2010; dor: (B)(6) 2015; left hip. This complaint was updated on: february 14, 2018.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges elevated metal ions.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.